Event description:
A consumer and a nurse from the USA reported an event of peritonitis in an (B)(6) female patient. Reportedly, the patient chose to stop dialysis therapy. On (B)(6)2010, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that the patient expired on (B)(6)2010, due to peritonitis (unspecified). The facility nurse indicated the patient's cause of death was discontinuation of dialysis therapy. It unknown if treatment for the peritonitis was provided prior to these events. It was unknown if an autopsy was performed. Dianeal therapy was ongoing until the date of death. Concomitant medications were not reported. Per the nurse discontinuation of therapy was unrelated to dianeal therapy. A causality statement was not provided for the fatal peritonitis. It is unknown what treatments were provided for the peritonitis.

Event description:
It was reported that in september, an alarm was heard; this was not confirmed by telemetry. The pt reported increased baseline pain. Over the thanksgiving holiday, the pt thought he was experiencing withdrawal as he was in pain. He thought that the catheter may have dislodged. It was also reported that the pt thought he heard a beep. The pt was seen by the healthcare professional and it was believed that a rotor and dye study was performed and the pump was fine; results of the dye study were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.(B)(4).